Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens with a diopter of -12.0 was implanted in the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to glare and halos. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. Work order search found no similar complaints. (B)(4).